Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 155 mg/dl, 55 mg/dl and 105 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter alleged that a different time, another result of 300-399 mg/dl was obtained within 10 minutes of a result of 90-130 mg/dl on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.-